Manufacturer narrative:
Insulin pump received with minor scratches on display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump used to have a small crack which now has tripled in size. Customer stated that there is a missing piece where the battery cap is unscrewed and also that the battery compartment has a crack. Customer does not recall how the damage occurred. Nothing further reported.